Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm also unable to confirm e70 error alarm in alarm history due to history file was overwritten. The insulin pump has cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error. Device was not exposed to a magnetic field. Customer had an MRI done and insulin pump was in other room. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.